Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm. The root cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to resolve the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, interrupting delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.